Event description:
The packaging is kinked and has small pinholes in it. This is a sterile product.

Manufacturer narrative:
Product was expected to be returned; however, to date, no product has been received for evaluation.